Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-03630. It was reported that during ipg replacement (related manufacturer reference number: (B)(4), patient's leads were observed to have migrated. In turn, both leads were explanted and replaced to address the issue.